Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin exiting the cartridge pigtail during the fill tubing step. The cartridge was changed and insulin was observed. There was no reported impact to blood glucose.